Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a prostar xl device after a transcather aortic valve implantation (tavi) procedure. Reportedly, it was not possible to pull the "ring" of the prostar xl device to deploy the needles as it was not possible for the "ring" to make the fourth rotation clockwise, even if the hub was in the correct position. The "ring" was not able to rotate. The needles were not deployed and remained in the prostar xl device. The prostar xl device was removed. Another prostar xl was used to achieve hemostasis. There was not reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the needles could not be confirmed as the needles of the returned device were successfully deployed. Based on the reported information and returned device analysis the reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.